Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient woke up in the middle of the night ¿last night¿ hearing the pump alarm. The pump was interrogated and a motor stall occurred as confirmed in the logs with no recovery recorded. The stall was believed to have occurred around 4 am. The health care provider (hcp) had tried to update the pump but it was still stalled. The patient did experience some withdrawal symptoms including an increase in pain. It was later confirmed that the stall occurred on (B)(6) 2014 at 04:13 with no recovery. No other stalls were noted in the logs and the patient was in severe withdrawal. The patient did have a recent lithotripsy performed. This device system delivered fentanyl, clonidine, and bupivacaine. Additional information was requested. It was later reported that the patient¿s pump was explanted and replaced on (B)(6) 2014 and was being returned.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient thought that on (B)(6) a single tone alarm was heard at 2 am. On (B)(6) the patient went to the hospital and was informed that the pump stopped working and she experienced withdrawal which caused increased blood pressure, decreased oxygen flow and blood flow to her colon which resulted in a tear in her colon and almost needed a colonostomy. However, the physician did not allow her to take in any food to let her colon rest for two weeks which repaired her colon. On (B)(6) the pump was explanted and a new pump was implanted.

Event description:
Additional information later reported the alarm woke the patient up then the patient went back to sleep for a while. The patient then woke up at 5am in a lot of pain and was very sick. Per the patient ¿the hcp was going to take the pump out, fix it then put it back in.¿ the hcp was not able to fix the pump so he had to replace it.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional review determined that the result code was updated and the conclusion code no longer apply and have been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on 2016-08-09. The patient reported that all of their "equipment" had been removed. The patient also noted that now all they could eat is milk and oatmeal because it left their stomach so bad.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient experienced nausea, vomiting and sweating. It was noted the cause of the motor stall was not determined. Patient outcome not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and-or wear and-or lubrication, stall due to shaft-bearing, overinfusion undetermined root cause. As received the pump was at minimum rate and had no fluid in the reservoir. Pump logs gathered and there were repeated motor stall and motor stall recoveries. Pump had fentanyl, bupivicaine and clonidine listed on ip. Initial dispense testing revealed an over infusion. It was suggested to run another set of dispense testing since the last one was performed in march. Second set of dispense testing passed for accuracy. To address the many motor stalls destructive analysis was required. There was moisture and residues present throughout the inside of the pump (motor and pump head compartments). Pump tube had odd wear pattern near outlet and the tube appeared to have lost elasticity when subjectively compared to a pump tube that has had no drug exposure. Destructive analysis of the motor found significant upper shaft wear with brown residue of one of the gears which caused the motor to stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient had injuries of withdrawal and hospitalization.